Event description:
It was reported that poor separation occurred during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "it was reported that the gel was above the plasma layer. Specimen was collected and sent to the lab. Specimen was places in our stat spin centrifuge in chemistry to spin for 5 minutes. When the tube was removed from the centrifuge the gel was above the plasma layer. Patient has a normal total protein. Patient was redrawn in a pst tube and the gel moved correctly. The redraw was from a different lot# and processed in the same manner as the first draw and spun in the same centrifuge. Site will continue to monitor and call back if they have another issue with the tubes."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor gel separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: "it was reported that the gel was above the plasma layer. Specimen was collected and sent to the lab. Specimen was places in our stat spin centrifuge in chemistry to spin for 5 minutes. When the tube was removed from the centrifuge the gel was above the plasma layer. Patient has a normal total protein. Patient was redrawn in a pst tube and the gel moved correctly. The redraw was from a different lot# and processed in the same manner as the first draw and spun in the same centrifuge. Site will continue to monitor and call back if they have another issue with the tubes."